Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wrinkling and undesired changes in shape. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with 350cc mentor memorygel breast implants on (B)(6) 2018 and at some point thereafter she experienced postoperative right-sided wrinkling and bilateral changes in breast shape. The patient reported that these symptoms initially appeared in 2018. As a result, the patient is scheduled for bilateral explantation on (B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
On march 31, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).